Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the clinic for a colonoscopy. Prior to the procedure, the physician noticed the patient's right ventricular (rv) lead was dislodged. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Additional information: b5, b6, h6.

Event description:
Additional information received indicated that the issue was discovered when the patient's heart rate dropped bellow 60 beats per minute during their colonoscopy. The loss of pacing lead the physician to perform a chest x-ray that showed the lead had dislodged.